Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during an elvt procedure, when the fiber was test fired outside of the patient, the fiber fractured. The device was set aside and a new of the same device was used to complete the procedure. There was no impact tot he patient due to this event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was the proximal section nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. The customer did not send all of the fiber. The returned device met all manufacturing dimensional specifications for this product. The customer's reported complaint description is confirmed. A root cause for the complaint description cannot be definitively determined. A review of the returned sample shows the shaft of the fiber is broken; this is indicative of the glass fiber core fracturing, which could occur when handling. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." Although it cannot be definitively determined, the fracture of the fiber does not appear to be manufacturing or design related. Handling damage is a potential root cause for this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).